Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported seeing "brownish colored flakes" particles coming from the syringe during a right eye cataract surgery. The surgeon attempted to remove the particles, however, could not remove them all. No patient harm was reported. A product sample has been requested.

Manufacturer narrative:
This report product lot is related to the 3 cubic centimeter (cc) syringe and the 10 centimeter (cc) syringe inside the pack. A review of the device history record review indicates that the order was built to specification. One 3cc syringe containing brown fluid was returned for this complaint. Three empty medicine vials from a competitor manufacturer were also returned with the complaint samples for this report. A metal needle was connected to the returned syringe. The fluid from the syringe was filtered. The filter was microscopically examined and brown flakes were identified. The filtered sample was sent to the particulate lab for further analysis. The filter was visually and microscopically examined and microscopic examination found numerous brown/red flakes up to 240 microns in size. The brown/red flakes were isolated and analyzed using micro ft-ir; however, no good spectra match was found. The flakes were then analyzed using the hitachi scanning electron microscope (sem) equipped with edax energy dispersive x-ray spectrometer (eds) and identified as carbon, oxygen, silicon, chlorine, chromium, iron, nickel, and molybdenum. One 10cc syringe containing surgical fluid was returned for this complaint. Three empty competitor manufacturer medicine vials were also returned with the complaint samples for this report. A metal needle was connected to the returned syringe. The fluid from the syringe was filtered. The filter was microscopically examined and silver fibers were identified. The filtered sample was sent to the particulate lab for further analysis. The filter was visually and microscopically examined and microscopic examination found two small brown flakes up to 50 microns in size. The brown/red flakes were isolated and analyzed using micro ft-ir; however, no good spectra match was found. The flakes were then analyzed using the hitachi scanning electron microscope (sem) equipped with edax energy dispersive x-ray spectrometer (eds) and identified as carbon, oxygen, silicon, phosphorus, chlorine, calcium, chromium, manganese, iron, nickel, and molybdenum. The silvers fibers noticed in the (B)(4) lab were not identified and analyzed by the fort worth particulate lab. The root cause of the brown/red flakes found inside of the syringe is unknown. Potential root causes include an error made during the syringe supplier's manufacturing process and the introduction of contamination from an outside source into the syringe, such from the attached needle and the returned vials. (B)(4).